Event description:
It was reported that t:slim x2 pump battery would not charge despite use of original charging supplies and working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, and after leaving pump connected to working outlet for at least 30 minutes, pump began charging normally and no further assistance was required.